Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; value not provided. The customer did not replace the cartridge when the customer ran out of insulin. A manual injection was administered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.